Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A non-conformance search was performed for this part (222330), lot (l535609) combination and no non-conformance's were identified. We cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available. Associated medwatch report number: 1221934-2018-54482.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4) - incomplete. The date of expiry is unavailable. Associated medwatch :- 1221934-2018-54482.

Event description:
It was reported that the anchor was back out when the surgeon applied tension to the suture during arthroscopic rotator cuff repair surgery on (B)(6) 2018. The surgeon recognized there was a crack at the tip of the anchor. Thus, the surgeon tried to use alternative anchor (same p/n and lot number), but it was also back out. Then, the surgeon opened another hole at different position, the surgeon successfully implanted the anchor using 3rd anchor (same p/n and lot number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.